Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection and erosion. The patient reported that bending over, wearing a bra and leaning forward, the ICD sticks out. Additional information was sent but no pertinent information received from the field representative. The technical support (ts) then referred the patient to the physician. There were no additional adverse patient effects reported. The rv lead remains in service.